Event description:
Additional information was provided by the customer: it was reported that upon returning the subject device for inspection the repairs done by the third party still persisted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information provided by the customer. Updated field: b5. The device was returned to the regional repair center for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: when the insertion tube handle was turned the image became blurred and indistinct; therefore, the cause was traced to component failure of the insertion section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had blurred and indistinct image. There were no reports of patient harm.